Event description:
A nurse reported there was an applanation issue. The display was still visible but never moved higher than the lower yellow area. The surgeon stopped downward movement when the patient commented on the pressure. Upon follow up operating room nurse stated that the case was converted to conventional cataract method. Nurse confirmed there was no harm to the patient.

Manufacturer narrative:
The device history records were reviewed for the laser; there were no unusual findings related to the reported issue. The field service engineer was able to initially recreate the issue; however, after removing the covers and restarting the system, the issue was unable to be duplicated again. Based on available information, a root cause could not be determined. (B)(4).